Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A lead assessment was recommended by technical services (ts). No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A lead assessment was recommended by technical services (ts). No adverse patient effects were reported. The lead remains implanted.